Event description:
The reporter, a hospital educator, contacted lifescan alleging that the pt's one touch ultra meter was prompting the error 4 message. The pt brought the meter to the reporter, as pt was unable to get a result on the meter. The pt's blood glucose level was tested at the hosp; however, the result was not provided. The pt received no medical treatment. The customer care representative (ccr) confirmed that the room temperature was in the specified range when the meter was used. The ccr walked the reporter through a control solution test and the error 4 prompt continued. There is no indication that the pt experienced injury or medical intervention due to the meter. Based on the unresolved error 4 prompt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.